Event description:
The customer reported that the system would not allow adequate access to the patient files. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. Technical support was provided to the customer to rebuild the patient database which improved accessibility but viewing the images was still an issue. The patient database directory was deleted. A shutdown from the main menu was performed and the system was rebooted. The system was tested and found to be working as intended and put back into service.